Event description:
It was reported that a homechoice device had an unknown alarm (details not reported). There was patient involvement but no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received the device for evaluation. An event history log review was performed and the reported issue was identified to be a system error 2240. Visual inspection, full functional testing, electrical safety testing, calibrations and a simulated therapy were performed with no other defects or malfunctions found with the device. The cause of this condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.